Event description:
Additionally, healthcare professional reported double film, seroma, and suspected and requires sensitization during retroplastic large cell lymphoma checking.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of lymphoma-alcl-suspected and capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "bia-alcl biopsy test is carried out with suspected symptoms" and capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "bia-alcl biopsy test is carried out with suspected symptoms". Markers not provided. The device has been explanted. Healthcare professional reported capsular contracture baker grade IV.